Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in one piece measuring 7.0 cm. An external insulation abrasion was noted 5.2 to 5.5 cm from the connector pin, consistent with friction to the device can. (B)(4).

Event description:
This report is to advise of an event observed during analysis.